Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 719905, medical device expiration date: unknown, device manufacture date: unknown. The reported lot # 719905 does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device lot #: 7137269, medical device expiration date: 06/30/2020, device manufacture date: 06/17/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd pegasus¿ safety closed IV catheter system was found difficult to withdraw. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Results: the actual sample was not returned for evaluation. The representative sample was unable to demonstrate the reported failure mode. DHR was performed and no issues were identified. Because the actual sample can't be returned the plant can't conduct further investigation into the failure mode and therefore no root cause can be finalized.